Event description:
It was reported that the arctic sun device had alarm 113(reduced water temperature control) occurred in 30 minutes and unable to cool down. Per follow up information received via email on 06oct2023, device was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the device received and alarm 113. It was unable to cool down. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alarm 113(reduced water temperature control) occurred in 30 minutes and unable to cool down. Per follow up information received via email on 06oct2023, device was under investigation. Per mail conformation received on 24oct2023, no impact to the patient.

Event description:
It was reported that the arctic sun device had alarm 113 (reduced water temperature control) occurred in 30 minutes and unable to cool down. Per follow up information received via email on 06oct2023, device was under investigation. Per mail conformation received on 24oct2023, no impact to the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the device received and alarm 113. It was unable to cool down. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.